Manufacturer narrative:
Device not expected to return for evaluation.

Event description:
After the first stent was deployed and was observed to have unsuccessfully covered the entire lesion, a second stent of 60mm in length was used; however, this stent only deployed to a length of 42mm and was reported to exceed the lesion of handling error. A third stent was used. No pt complication reported.